Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had symptoms of dizziness on (B)(6) 2017. According to the report, the patient underwent a CT examination on (B)(6) 2017. The physician stated the patient's intracranial pressure was high and advised them to have the pressure adjusted, but the local hospital could not adjust the pressure. Reportedly, the patient was currently at home with a dizzy symptom.

Manufacturer narrative:
Additional information received reported there was no allegation that a device related issue cause or contributed to the patient¿s dizziness. If information is provided in the future, a supplemental report will be issued.